Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during testing the balloon inflates asymmetrically on one side. No clinical consequence.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual inspection was conducted on the representative sample and no defects were observed. The cuff was then inflated to 25mbar using a calibrated endotest meter. No balloon asymmetry was found. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, and there were no issues found with the representative sample selected from current production. It was found to be within specification. If the actual sample is returned, another follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during testing the balloon inflates asymmetrically on one side. No clinical consequence.